Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.2 drawer controller had failed, preventing the device from powering up. A field service engineer (fse) replaced the drawer controller, performed final testing, and restarted the application to resolve the issue. The customer tested the device by performing the inventory from main 2.2 drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not turned on, and remote support service (rss) went offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.